Event description:
The account alleged that the head section will run down on its own. No patient impact.

Manufacturer narrative:
The account stated that the foot controls have been isolated from the power supply board. The hand pendant and hand pendant cables have been isolated from the logic board. Technician suggested replacing the patient power control board. No further information is available on the repair of the bed at this time.